Event description:
Healthcare professional reported, left side rupture. Discovered by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in posterior side assessed, as unidentified (tear) opening (shell thickness within specification) . Additional observations: no other observation observed.

Manufacturer narrative:
Cont. H.6. Health effect-f15-recognized device or procedural complication. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side rupture discovered by ultrasound. Device has been explanted and replaced.